Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 515 mg/dl. Reportedly, the control-iq algorithm suspended the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer "was uncertain of bg value at the time of the pump adjusted insulin delivery, but it was differed from the sensor reading." Additionally, customer was consuming carbohydrates in an attempt to treat bg level as displayed on the cgm leading to the high value. Customer addressed the elevated bg via a bolus from the pump. Reportedly, customer replaced the sensor.